Event description:
It was reported that post implant procedure, this left ventricular (lv) lead exhibited loss of capture (loc). The lead measurements appeared to be stable within normal limits (wnl). The device was reprogrammed, and thresholds were confirmed. At this time, this lv lead remains in service. No adverse patient effects were reported.